Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report #'s 1627487-2014-00290 and 1627487-2014-00291. It was reported, the patient's ((B)(6)) surgical lead and two extensions were explanted due to suspected infection. A small query granuloma was reportedly observed at the edge of the lead wound site. Antibiotics were administered to the pt as treatment. No further info is available.